Event description:
It was reported that the presented during clinical follow-up. In clinic, it was noted that the implantable cardioverter defibrillator was found in back-up mode due to event queue overflow. Programming changes were performed. The patient was in stable condition.